Manufacturer narrative:
Date rec¿d by MFR : 11jul2019, date of report : 12jul2019. The gas delivery system (gds) assembly was returned for failure analysis. A visual inspection of the gds revealed no evidence of damage or contamination. Further analysis determined that the u1 component on the air flow sensor printed board assembly was defective, resulting in the oxygen flow accuracy failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09may2019. (B)(4). The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. When the value was set to 10 standard liters per minute (slpm), the value displayed was 11.64 slpm. The fse replaced flow sensor assembly then the issue was fixed.

Event description:
It was reported that the unit failed oxygen accuracy testing. There was no patient involvement.